Event description:
Johnson & johnson has been informed of the intent for legal action or potential litigation, there is no other info available at this time. Based upon the attached file, this pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis of a cypher stent.

Manufacturer narrative:
This report is for an unk cypher stent. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.